Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd control syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
This complaint, 1213809-2018-00808, is a duplicate of MFR# 1213809-2018-00796 and will be cancelled as a result.

Event description:
It was reported with the use of the bd control syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or medical intervention.